Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for 10 days for the event. The cause of the event, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow up that the cause of the peritonitis event was a breach in aseptic technique. The breach in aseptic technique was not further described. The patient was treated with vancomycin and ceftazidime (biotum) for the event. Pd therapy was discontinued and the patient was switched to hemodialysis. It was not reported that the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.